Event description:
Related manufacturer reference number: 3006705815-2023-04202 it was reported that the patient's leads had migrated. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.